Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced recurrent low continuous glucose monitor readings with rapid fluctuations between 45 and 120 mg/dl, including a lowest cgm value of 41 mg/dl, without corresponding hypoglycemic symptoms and without recent exercise or preceding hyperglycemia; the user treated with oral carbohydrate (banana with peanut butter) and planned to replace the dexcom g7 sensor. Symptoms included hypoglycemia per device readings, though the user did not feel low. Outcomes included no health consequences or impact. Troubleshooting and education were completed, and the user was advised to change the sensor and contact the cgm manufacturer for replacement. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component or medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.